Event description:
The user facility reported that the involved pinnacle precision access system (6fr) wire sheared when the wire was removed from patient groin. The patient was in stable condition. The diagnostic cardiac catheterization procedure outcome was successful. There was no patient injury/medical or surgical intervention required. Additional information was received on 20december2021: the staff reported that the wire sheared off while coming out. No fragments of the wire were left inside the patient.

Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided . Ethnicity: requested, not provided. Race: requested, not provided . Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, investigation conclusions code 11 has been referenced. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for guidewire mechanical separation because the sample was not returned for assessment. The exact root cause could not be determined. The likely root cause is that the guidewire experienced relative motion back through the needle which caused it shear. Review of DHR showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).